Event description:
The user received a questionable glucose hk (hexokinase) generation 3 (glucose) result for one patient sample. The initial result was -2 mg/dl and the repeat result was 109 mg/dl. The initial result was not released to the physician and the patient was not adversely affected. The glucose reagent lot number was 63035301. The field service representative determined there was a cracked vacuum line on the rinse mechanism and replaced the vacuum line. To verify the analyzer operation, he performed instrument checks which passed.